Event description:
It was reported that burr detachment occurred. A 1.50mm rotapro was selected for use in treating a calcified lesion. During the procedure, the burr head detached from the drive shaft. The detached component was successfully retrieved by pulling back the rotawire to snare the burr head. The procedure was successfully completed with another device. No patient complications were reported in relation to this event.

Event description:
It was reported that burr detachment occurred. A 1.50 mm rotapro was selected for use in treating a calcified lesion. During the procedure, the burr head detached from the drive shaft. The detached component was successfully retrieved by pulling back the rotawire to snare the burr head. The procedure was successfully completed with another device. No patient complications were reported in relation to this event.

Manufacturer narrative:
Device evaluated by manufacturer: the rotapro atherectomy system was returned for analysis. The visual inspection of the device found that the coil was detached at the burr. The burr was detached and was found returned on the returned rotowire. The rotowire was able to be removed from the rotapro system and the detached burr without resistance or issue. Inspection of the remainder of the device, revealed no damage or irregularities.